Manufacturer narrative:
Iniitial reporter occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Hydro-alcoholic gel was used to wash the customer's hands. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange serial number (B)(4) and a coaguchek inrange meter with an unknown serial number. The result from meter (B)(4) was 5.5 inr. The result from the unknown serial number meter was 4.2 inr. The test was repeated on (B)(4) and the result was 4.4 inr. The test was performed with a different test strip lot. The lot number of the test strips was not provided. The tests are all within 3 hours. Different fingers were used for each meter test. The customer has a therapeutic range of 3.0-4.5 inr.